Manufacturer narrative:
It was reported that "inserter became stuck and would not release without the use of force/mallet. Implant pulled out after mallet was used for removal. Surgeon had to size up to achieve adequate fixation after original implant pulled out." In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Difficulty removing inserter.

Manufacturer narrative:
Updated d1, d2b, g4.